Manufacturer narrative:
Results: stent deformation and failure to deliver the stent are listed in the product IFU as inherent risks of procedure. As the root cause of the reported event was most likely due to patient vessel/lesion morphology. Conclusion: stent deformation and failure to deliver the stent are listed in the product IFU as inherent risks of procedure. As the root cause of the reported event was most likely due to patient vessel/lesion morphology. (B)(4).

Event description:
The physician was attempting to implant a resolute integrity drug eluting stent (2.25 x26) in the mid lad; however the stent was unable to cross the lesion, followed by another smaller stent which was also unable to cross. The device was removed and the lesion was pre-dilated, when the physician went to re-introduce the (2.25 x26) it was observed that the stent was damaged. The physician then attempted to implant the (2.25 x12) however, was still unable to cross. Following further pre-dilation, 2 resolute stents (2.5 x 18) and ( 2.25 x 30) were implanted. No clinical sequelae reported. Device evaluation: the distal tip was damaged indicating that it may have been stubbed during advancement. The 1st two distal stent segments and the 1st fourteen proximal segments were intact. The remaining segments were stretched and deformed. The proximal pillow balloon folds were opened and disturbed